Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment of a possible issue with ventricular output. It was noted that two case screws were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular output of the external pulse generator was questioned by the user. It was requested that it be evaluated for proper operation. It was further noted that this is to be considered as a warranty repair. The generator was returned for service. There was no patient involvement.